Manufacturer narrative:
It was communicated by the facility¿s risk manager that a caregiver employed by the facility reported interference between her insulin pump and the watchcare feature on the centrella bed. No user injury was reported at the time of the initial call. This event was initially reported to hillrom on 08jun2022 and evaluated in c-1706561. The facility¿s risk manager reported the event to hillrom again on 09nov2022 as the caregiver has experienced multiple episodes of the reported issue. Additional information regarding the reported event was obtained from the caregiver. The caregiver has a medtronic 670 insulin pump and guardian sensor and reports the sensor is malfunctioning. The caregiver works three consecutive days and after the third day, the sensor malfunctions with inaccurate blood sugar readings and the sensor must be replaced when it should last 7 days. The insulin pump alarms for high and low blood sugar, and occasionally alarms ¿sensor updating¿ and ¿change sensor¿. The frequency of the reported interference occurs on day 3 of the caregiver¿s schedule and when she is in close proximity to the bed. The caregiver reported some high glucose readings on the third day. Since the caregiver noticed this pattern, she now performs a finger stick blood sugar check on day 3 and changes the sensor. Finger stick blood sugar result is usually 25-30 off from the sensor reading. Blood sugars have read below 40 and the pump says to bolus based on carbohydrate intake. The caregiver stated she does take continuous carbohydrates during a 12-hour work shift. The caregiver now always performs a finger stick blood sugar check prior to administering a bolus. Basal insulin is automatically delivered via the medtronic 670 pump. Neither the medtronic 670 insulin pump or guardian sensor has been changed out since the initial reported event. It is noted that on 25oct2021, the caregiver became unresponsive because of hypoglycemia and was seen in the emergency room; however, it was clarified that this event was related to not eating and unrelated to the watchcare feature on the bed (since watchcare wasn¿t installed at this facility at that time). The watchcare system is an incontinence monitor intended to detect and provide a timely alert when the patient¿s skin is exposed to incontinence (both urine and liquid fecal events). This system is designed to alert the caregiver of an incontinence event and in doing so, may prevent prolonged exposure to moisture against the skin. Hillrom¿s watchcare system adheres to iec 60601-1-2 4th edition standards and has been qualified under rf emissions cispr11, class a compliance. There was no report of medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure associated with the reported interference, which concludes no serious injury occurred. Although there was no user injury associated with the reported event, rf interference causing erroneous glucose readings and subsequent insulin boluses is considered likely to lead to a serious injury or death if the event were to recur. Therefore, hillrom considers this complaint reportable.

Event description:
It was communicated by the facility¿s risk manager that a caregiver employed by the facility reported interference between her insulin pump and the watchcare feature on the centrella bed. No user injury was reported at the time of the initial call. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).